Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited unspecified over-sensing. The right atrial lead was capped on (B)(6) 2022.. The patient status was unknown.

Event description:
New information noted that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). The ra lead was capped and replaced on (B)(6) 2022.

Manufacturer narrative:
Further information was requested but not received.